Event description:
A customer called beckman coulter regarding an erroneously elevated accu tni result that was generated by an access instrument. A pt sample was collected in 2004 and tested for accu tni. The acu tni result was 0.95 ng/ml. A second sample was collected the next day and tested for accu tni. The accu tni result was 0.01 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.